Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received a fluid delivery line open message, open to air. Flow rate was lesser than 1 l/m ip -6psi or lower. It was noted there was a lot of air in tubing, a lot more than usual. Tried to run therapy for the last hour. Walked through disconnect and reconnect using proper technique. Checked fluid delivery line position and secured to back. Patient temperature was 36.8c, the outlet monitor temperature was 24.2c, the outlet control temperature was 24.2c, the inlet temperature was 26.1c, the chiller temperature was 5.6c, water flow rate was 0.8 l/m, inlet pressure was -4.6psi, circulation pump command was 100% and water reservoir level was 5. They were going to swap out pads and call back if any additional issues. They called back later and issue did not resolve. They were in middle of trying to treat patients. Already spoke with technical support and they were aware, they could assist with getting device running. Per follow up 1 on (B)(6) 2021 via nurse , therapy was completed on 2nd device. 1st device was given to clerk to send to biomed.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Visual evaluation of the returned sample noted one opened (no original packaging present), arctic gel pad kit present. All four pads were returned. Visual inspection of the pad surface noted no obvious visible defects such as cuts or tears in the foam. Visual inspection of the clear connectors noted no obvious defects. Zippered sample container bags were adhered to the hydrogel of the returned pads to simulate a liner replacement. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the arctic gel pad product ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the arctic sun device received a fluid delivery line open message, open to air. Flow rate was lesser than 1 l/m ip -6psi or lower. It was noted there was a lot of air in tubing, a lot more than usual. Tried to run therapy for the last hour. Walked through disconnect and reconnect using proper technique. Checked fluid delivery line position and secured to back. Patient temperature was 36.8c, the outlet monitor temperature (t1) was 24.2c, the outlet control temperature (t2) was 24.2c, the inlet temperature (t3) was 26.1c, the chiller temperature (t4) was 5.6c, water flow rate was 0.8 l/m, inlet pressure was -4.6psi, circulation pump command was 100% and water reservoir level was 5. They were going to swap out pads and call back if any additional issues. They called back later and issue did not resolve. They were in middle of trying to treat patients. Already spoke with technical support and they were aware, they could assist with getting device running. Per follow up 1 on 17feb2021 via nurse , therapy was completed on 2nd device. 1st device was given to clerk to send to biomed.

Event description:
It was reported that the arctic sun device received a fluid delivery line open message, open to air. Flow rate was lesser than 1 l/m ip -6psi or lower. It was noted there was a lot of air in tubing, a lot more than usual. Tried to run therapy for the last hour. Walked through disconnect and reconnect using proper technique. Checked fluid delivery line position and secured to back. Patient temperature was 36.8c, the outlet monitor temperature (t1) was 24.2c, the outlet control temperature (t2) was 24.2c, the inlet temperature (t3) was 26.1c, the chiller temperature (t4) was 5.6c, water flow rate was 0.8 l/m, inlet pressure was -4.6psi, circulation pump command was 100% and water reservoir level was 5. They were going to swap out pads and call back if any additional issues. They called back later and issue did not resolve. They were in middle of trying to treat patients. Already spoke with technical support and they were aware, they could assist with getting device running. Per follow up 1 on 17feb2021 via nurse , therapy was completed on 2nd device. 1st device was given to clerk to send to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned